Event description:
An implant card was received from a hospital which reported that a patient underwent surgery to reimplant the vns therapy system. Further investigation revealed the previous generator was explanted due to prior infection and extrusion. The infection was treated with antibiotics. The cause of the infection is unknown. Wound culture positive for staphylococcus aureus.

Manufacturer narrative:
Manufacturing records reviewed. Review of manufacturing records for the lead confirmed sterilization of the device prior to distribution.